Event description:
The customer originally returned his olympus evis exera ii gastrointestinal videoscope due to an air/water flow issue. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found lodged in the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, foreign material was found clogging the nozzle, restricting air/water flow. The presence of this foreign material also confirms the reportable insufficient reprocessing failure mode. In addition to the reprocessing issue, the unit¿s cover was found deformed, the light guide lens was chipped, and the connecting tube was buckled. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material clogged in the air/water nozzle occurred due to insufficient or incorrect reprocessing. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿instruction manual evis exera ii gastrointestinal videoscope olympus gif type h180 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii gastrointestinal videoscope olympus gif type h180 reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event.¿ olympus will continue to monitor field performance for this device.